Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and pacing was not delivered when required. Additional information obtained from the field representative that micro-dislodgement was suspected post-implant. The pacing outputs were also reprogrammed due to increased thresholds noted after implant. This rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and pacing was not delivered when required. Additional information obtained from the field representative indicated that micro-dislodgement was suspected post-implant. The pacing outputs were also reprogrammed due to increased thresholds noted after implant. This rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Complete lead was returned intact. The laboratory observations report of the lead dislodgement were insufficient to verify dislodgement as the lead tip appeared normal. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity that showed no conductor fractures. Microscopic or visual inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Hipot test and pressure test passed that indicated no abnormal findings.